Event description:
It was reported to boston scientific corporation that a rx cytology brush was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, when extending and retracting the brush, the orange o-ring on the handle broke off. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed reportable based on the investigation finding: brush bent.

Manufacturer narrative:
The patient's age is unknown; however, the patient was reported to be over 65 years of age. (B)(4). Visual evaluation of the returned device found that the brush was bent. The handle cannula was bent in several locations and broken/detached approximately 3 cm from the distal end of the orange thumb ring. The working length of the device was also kinked in several locations and was bent approximately 5 cm from the distal end. A functional evaluation was not able to be performed due to the kinks. Review and analysis of all available information indicated the most probable root cause for this event was operational context. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.